Event description:
It was reported that intermittent alarms were heard from the controller. A power cable disconnect was observed on the screen. No red heart alarms were seen at any time. The patient's significant other panicked and attempted to change the batteries and controller due to the power cable disconnects. The exchange took longer than usual due to nerves and noise coming from the controllers. Once the patient was connected to the mobile power unit (mpu), the alarms stopped after a while and the patient became more alert. Upon further evaluation by ventricular assist device (vad) coordinator, the alarm was recreated by transitioning the patient to batteries and clips. After exchanging the patient's clips for a hospital set, the alarms resolved. Log file review of hsc-104183 found a driveline disconnect on 19nov2022 at 2:41 pm in addition to low voltage alarms which appeared to be a poor connection of the battery clips. The driveline was disconnected on 19nov2022 at 2:50pm, reconnected again at 5:000pm for about 22 seconds before being disconnected again. Related manufacturer's report: 2916596-2022-15579.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via analysis of the log files. The log files contained approximately 2.5 hours of relevant data (B)(6) 2022 from 14:41:31 to 17:05:16 and (B)(6) 2022 from 14:33:22 to 14:33:33 per the timestamp). The log file captured that the driveline was disconnected on (B)(6) 2022 from 14:41:31, which was the first event captured in the log file, to 14:41:33; the pump restarted operation at 14:41:34. The driveline was then disconnected on (B)(6) 2022 at 14:50:08 to exchange the system controller. The driveline was then reconnected approximately at 17:00:08. The pump operated without any issues until the driveline was disconnected at 17:00:26; the controller was turned off shortly after the driveline was disconnected. The pump maintained a speed above the low speed limit while the driveline was connected. The returned heartmate 3 system controller (serial number: (B)(6)) operated in a mock circulatory loop and no issues or atypical alarms were observed, including when the power cables were manipulated by hand. The controller functioned as intended during testing. Multiple requests for additional information were made to determine if the cause of the driveline disconnections was determined; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Although not confirmed, the multiple driveline disconnection events may be associated with the patient¿s significant other attempting to exchange the controller when the reported patient condition occurred. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 09nov2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect, power cable disconnect, backup battery fault and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and 14v battery clips. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting and cleaning the battery contacts on the battery clips and inspecting the system controller for damage. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.